Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 30-oct-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. St aia-pack vitamin d assay specifications on page 8 indicates the following: evaluation of results: quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported issue was due to an operator error. The aia-900 instrument should have been re-calibrated after the power outage and qc re-run and verified to be within acceptable range prior to running patient samples.

Event description:
On (B)(6) 2017 a customer reported discrepant patient results on vitamin d with the aia-900 instrument. The customer reported that there was a laboratory wide power outage and quality controls were out of range low due to this event. The customer did not perform recalibration due to the out of range low qc and power outage and proceeded to run patient samples, which were discrepant. The customer reported that discrepant patient results were reported out of the lab. The patient recovery data provided by the customer showed the following: original result /repeat: 26.7/33.2 insufficient<30ng/ml to sufficient 30ng/ml to 100ng/ml, 20.3/30.6 insufficient<30ng/ml to sufficient 30ng/ml to 100ng/ml , 13.7/23.4 deficient <20ng/ml to insufficient <30ng/ml, 18.1/27.5 deficient <20ng/ml to insufficient <30ng/ml, 10.9/20.3 deficient <20ng/ml to insufficient <30ng/ml, 24.3/34.8 insufficient<30ng/ml to sufficient 30ng/ml to 100ng/ml, 26.8/36.5 insufficient<30ng/ml to sufficient 30ng/ml to 100ng/ml, 26.2/37.5 insufficient<30ng/ml to sufficient 30ng/ml to 100ng/ml, 17.3/25.6 deficient <20ng/ml to insufficient <30ng/ml, 11.4/21.1 deficient <20ng/ml to insufficient <30ng/ml, 10.0/20.2 deficient <20ng/ml to insufficient <30ng/ml, 9.9/20.2 deficient <20ng/ml to insufficient <30ng/ml, 24.8/34.9 insufficient<30ng/ml to sufficient 30ng/ml to 100ng/ml, 23.5/35.2 insufficient<30ng/ml to sufficient 30ng/ml to 100ng/ml, 21.4/32.3 insufficient<30ng/ml to sufficient 30ng/ml to 100ng/ml, 17.9/28.6 deficient <20ng/ml to insufficient <30ng/ml, 12.0/20.3 deficient <20ng/ml to insufficient <30ng/ml. The customer re-calibrated the aia-900 and ran qc, which were within specifications. The patients were called back and redrawn and vitamin d was repeated. There was no change in treatment as result of the discrepant results.